Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited a lead safety switch due to out of range impedance measurements. Troubleshooting options were discussed with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.